Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the initial MDR, additional information was provided on 11/06/2020. It was confirmed by the patient's parent that the patient did not have surgery to remove the sensor wire. The patient remained asymptomatic, without any pain, discomfort, redness, or inflammation at the sensor insertion site. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6)2020. Upon insertion of the sensor, the patient experienced pain that did not go away. The sensor was removed and he noticed the wire was not attached to the sensor patch and he could not see it sticking out of his skin. There was no palpable bump at the site but the patient felt discomfort at the site on his thigh every time he went upstairs or similar activity with his leg. He called his endocrinologist on (B)(6) 2020. He had an x-ray that day that confirmed the wire was under the skin and bent. He has had no pus, redness, fever or other symptoms, but was planning to have the wire removed due to the ongoing discomfort. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.